Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. A cluster assessment found no similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that upon removal, the outer cover of the tampon separated from the inner portion. The inner portion elongated and fell apart, leaving pieces inside. She experienced an irritating vaginal discomfort while manually removing the remaining pieces. She stated she was able to remove the remaining pieces and did not need to seek medical assistance. No further information is available at this time.